Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that high blood glucose of over 500 mg/dl has been experienced. Customer has tried to change out infusion sets multiple times and on final change blood glucose was at 590 mg/dl. Customer declined to troubleshoot for high blood glucose or possible site or insertion issues as they want to consult their doctor first. Customer indicated that they would call back when blood glucose is at a more stable number. The customer was advised that replacement supplies would be provided. No further information was given.